Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and loss of capture (loc). The lead was surgically abandoned and a new pacemaker system was implanted as replacement due to normal battery depletion (nbd) on the device. No additional adverse patient effects were reported.